Event description:
During the placement of synthroid mid urethral single incision sling and cystoscopy the trocar was advanced through the obturator foramen right below the adductor longue tendon. With a tug on the mesh to ensure secure placement of the sling, the sling came out of the incision without the anchor. The trocar was removed without the anchor. The surgeon could not appreciate the anchor on palpation of the incision. The trocar was removed and confirmed that the polypropylene anchor is safe to be left in situ. A new sling was obtained for use and the procedure continued without further incident.